Event description:
It was reported that the patient presented to the clinic for a pacemaker system extraction due to infection. The pacemaker was explanted. On (B)(6) 2022, the pacemaker was replaced. The patient was in stable condition throughout the procedure.